Event description:
It was reported that the programmer would not interrogate. Different programmer heads were tried but the situation did not resolve. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer would not interrogate. Different programmer heads were tried but the situation did not resolve. It was also reported the programmer was being used by a school for training and demonstrations. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer failed functional testing. Printed circuit board subassembly found out of specification, cause could not be determined. System fan is noisy and then at times does not rotate at all. Component analysis was later performed and it was determined that signal traces to a connector on the printed circuit board were compromised, this confirmed the reported event - (B)(4)pacing system analyzer - 2067 programmer rf head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer failed functional testing. Printed circuit board subassembly found out of specification, cause could not be determined. System fan is noisy and then at times does not rotate at all.